Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent lead replacement procedure. The explanted lead was discarded per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.